Event description:
The nurse reported during the case, the warning "cpu battery needs to be replaced" came up. Immediately after that, the cutters would not work. The system would not reboot and the staff called alcon technical service. The surgeon at that point decided to finish the case manually with the light pipe, forceps and a laser. The surgeon also cancelled the second case due to the system malfunctioning. The patient current condition is reported as "ok."

Manufacturer narrative:
The company service representative examined the system and performed a preventive maintenance. The system had not had the recommended annual preventive maintenance. The battery and a latch seal were replaced. The system was retested and met specifications.